Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. During support, the peel away sheath was leaking where impella rp enters hemostatic valve saline infusing through (introducer damage). No patient harm was reported.

Manufacturer narrative:
The investigation for the reported optical signal and introducer damage issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The data logs were reviewed and confirm an increase in cvp that was later resolved. The 5s parameters during this change in cvp were not affected, indicating that the sensor was still functioning properly. The raw optical signal showed an increase that corresponded to the increase in cvp showing that the sensor was experiencing additional pressure during this period of time. The dp sensor was unchanged showing the increase in pressure was isolated to the optical sensor, so the issue is unlikely to be a malfunction of the sensor or patient condition related. The root cause of the optical signal issue is most likely biomaterial temporarily on the sensor face adding additional pressure. The root cause of the introducer damage was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.